Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in multiple inappropriate shocks. The device was subsequently reprogrammed to deactivate therapy until further intervention is able to be completed. No additional adverse patient effects were reported.